Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.027.050s, lot 1l54152: manufacturing site: bettlach. Release to warehouse date: september 25, 2018. Expiry date: september 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: we have received the part for investigation. Upon visual inspection of the complaint device it can be seen that the surface is showing signs of usage, and some signs/deformation from another instrument as pliers, and on the tip one (1) of the four (4) lips are showing some damage. During investigation a functional test was performed, the blade passed the functional test. As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had an open reduction internal fixation (orif) with proximal femoral nail antirotation (pfna) ii system was applied for femoral trochanteric fracture. During the procedure, the surgeon inserted the pfna-ii helical blade in question into the leg using an unknown impactor, and tried to lock the blade. However, the blade could no be locked. The surgeon then tried to remove the blade using an unknown extraction screw but it was hard to do this, however, the surgeon finally succeeded in it. Then, the surgeon gave up inserting the same blade into the leg. Thus, a new blade with 85 mm length was used and was inserted. After inserting the new blade, there was no problem in the surgery. The surgery was completed within a 30-minute surgical delay. There was no adverse consequence to the patient. After the surgery, the blade was checked by the sales consultant and it was found out that the locking mechanism was not functioning and was broken. It could not be judged if breakage of the locking mechanism occurred before or during the operation. Concomitant devices reported: unknown pfna-ii nail (part #: unknown, lot #: unknown, quantity 1), unknown impactor (part #: unknown, lot #: unknown, quantity: 1) and unknown extraction screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) pfna-ii blade l75 tan. This is report 1 of 1 for (B)(4).